Event description:
It was reported that during a right renal artery percutaneous transluminal angioplasty treatment procedure, balloon removal difficulties occurred causing the stent to be shifted from the target lesion. The de novo lesion was pre-dilated with a 6x2 mm balloon. After stent deployment, the stent hooked over the balloon. Many attempts were made to retrieve the balloon using negative pressure. The stent was shifted from its place of deployment as a result of hooking on the balloon. The physician exchanged the balloon and attempted to reposition the stent to the target site, but it hooked over the new balloon. This second balloon was fully deflated and removed from the pt in an intact condition, but the stent had been pulled to the iliac. It was maneuvered to the proximal internal iliac and was successfully implanted. The pt was asymptomatic during this event. It was reported that there were no injuries or complications for the pt. Pt status is reported as "okay." Additional information has been requested regarding this event. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.